Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited false elective replacement indicator alert. The message was cleared and the patient would continue to be monitored.